Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7078164, UDI: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) system was explanted during an extensive back surgery. It was unknown if the back surgery was device related. All device components were removed and were not returned. There were no reported complications postoperatively.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was explanted during an extensive back surgery. It was unknown if the back surgery was device related. All device components were removed and were not returned. There were no reported complications postoperatively. Additional information was received that there was no issue with the scs device, and the extensive back surgery was not device related. The patient was doing well postoperatively.